Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped for a second. The device was not changed out, as the user pressed two start buttons on the perfusion system, the pump rebooted and started right back up. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per clinical review on (B)(6) 2013: set-up and priming was without issue and the arterial pump was recirculating the pump prime for about three hours prior to the start of cpb. As the pt was still warm and prior to cross-clamping of the aorta, the perfusionist (ccp) noticed the arterial pump was in the stop mode. There were no audible or visual messages and no safety trigger events. The ccp used the start buttons to start the pump. The ccp estimated the arterial pump was off for about five seconds. Later in the same procedure, during rewarming of the pt and during a hot shot of cardioplegia with a quest mps system, the ccp observed a low inlet pressure alarm on the quest unit. He looked at the arterial pump to gauge why a low inlet pressure (of quest mps) and he again observed the arterial pump was in the stop mode. The ccp was again able to re-start the pump with the start controls. He estimated the pump was stopped for two seconds (with quest mps alarm status). There were no other issues with the arterial pump or any other component of the perfusion system. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.